Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 01/29/2016 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).